Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was stuck on the bottom roller. The bottom roller and ratchet handle gear was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the handle wont come off during surgery. No further information provided. There was no harm or delay. The handle currently spins freely. Investigation found the ratchet handle was stuck on the bottom roller and the test cut could not be performed due to the ratchet being stuck. No adverse event was reported as a result of this malfunction.